Event description:
It was reported that the atrial and ventricular leads were capped due to low impedance. The ventricular lead had high/unstable/unmeasureable threshold. New leads were successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.